Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of doesn¿t function was confirmed as an insert slide clamp alarm in the alarm log. The cause of the alarm was a damaged safety slide clamp on pump 1. To resolve the issue the safety slide clamp assembly was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.